Event description:
It was found that restraints would not lock/latch due to the restraint assembly being broken/damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Repaired and returned.